Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of separated guidewire from pt. Device issue: guidewire separation. It was reported that guidewire tore [separated] during removal and was retrieved superficially without complications. There was no pt injury reported. The procedure proceeded without further event and routine angio protocol care was provided. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the guidewire was returned with blood and contrast on the core and coils. The guidewire had separated 1.3 cm proximal to the tipball. The separated portion was returned. There was 1 cm of the core extending past the center solder; therefore, the core was intact. The shaping ribbon had separated 7 mm distal to the center solder. The tip coils were completely stretched out distal to the center solder for a length of 10.5 cm. There was a kink in the shaping ribbon 2 mm distal to the end of the separation. There were multiple bends in the core throughout the entire length of the guidewire. There was no other damaged noted to the guidewire. The guidewire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive bending overload beyond its design limit causing the tip to detach. Typically, for the guidewire to fail due to bending overload, some portion of the guidewire would have to be trapped either in the anatomy or in another device and excess bending forces applied. In the case, info the reason for the tip being caught and over-bent is not described; therefore, the exact root cause is unknown although circumstances during the procedure appear to be the main factor based on the sem analysis info. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is monitored. Mfg assures the quality of the guidewire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.